Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. All available information was investigated, and the reported failure to adhere or bond to leaflets could not be tested as it is related to procedural conditions; however, it appears to be related to the challenging mitral valve anatomy. The reported difficult to deploy the clip could not be replicated in a testing environment; however, the deployment mechanism was tested to be functioning as intended. It is possible that there were procedural interactions (e.g. Angulation of the clip from the delivery catheter shaft and challenging mitral valve anatomy) which resulted in increased forces on the system, such that the clip was unable to initially disengage from the l-lock assembly but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. Procedural images were reviewed by an abbott vascular senior medical advisor. The reviewer concluded that the delivery catheter shaft was angulated in the 3rd image provided, which could potentially contribute to the difficult deployment. The clip was confirmed to be deployed in the 4th image provided. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the clip was difficult to deploy. Although there was no adverse patient effect, this event has the potential to cause or contribute to injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) grade 4, in a patient with a lateral leaflet commissure and a very restricted posterior leaflet (pl). Following difficulty grasping the leaflets due to anatomy, the clip (cds 60219u101) successfully grasped the leaflets next to the lateral commissure, reducing mr to grade 3. Clip deployment was initiated and performed per instructions for use without resistance. The clip delivery catheter (dc) handle was retracted; however, the clip did not separate from the delivery system. For approximately 15 minutes, the dc handle was cautiously retracted, since the attached clip and mitral valve would also retract into the left atrium, and advanced at different angulations of the cds tip towards the implanted clip. The clip separated from the delivery system. The clip remained at the original intended location and was stable on the leaflets. The mr remained at 3. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.